Event description:
It was reported that when using the bd pyxis¿ es refrigerator 5c could not be recovered, as it was not listed as a recoverable option and the system displayed a hardware error and failed to detect the refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer by rebooting, and no further investigation was required. The system functioned as intended after the customer resolved the issue.